Manufacturer narrative:
Serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were on disconnected and critical override. A technical support specialist (tss) confirmed that the pharmacy (rx) reported that the medstations were no longer syncing to the server. After that the tss confirmed that the service had stopped and restarted it. Communication was restored, and the system was functioning optimally. The tss advised that staff confirm that critical overrides were no longer appearing and verified that everything was syncing properly with no issues observed. Further, attached a knowledge article (ka) ¿stations not communicating - datasync service unable to stop/start¿. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple station on critical override and showed disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.